Event description:
A nurse at the user facility reports a cracked intraocular lens (iol) during iol implant surgery. The incision was enlarged to facilitate removal and replacement of the iol. The pt's outcome was excellent.